Event description:
It was reported that during a laparoscopic appendectomy procedure, when the staff went to reload the device after the first firing, a piece of metal shot across the room from the jaws. The device fired fine on the first firing. Another device was used to complete the procedure. On what tissue type was the device used? At what location on the tissue? Stump. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Between the first and second firing. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unknown. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The reload was not inspected after it was removed from the device. After the first firing, the staff believes that the metal piece came from the device itself not from the reload.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one ec60a device was returned with no visual non-conformances and with a reload pan detached inside a sample bag. The device was tested for functionality in the articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).